Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device eval: analysis of the returned device identified the weight the device within specification, non-penetrating nicks and crease flat. Cloudy in the gel observed after autoclave cycle. No bubbles were observed. Based on the device analysis the final assessment is:no issues found related with the manufacturing. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and ¿intraluminal bubbles observation made during surgery¿. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and ¿intraluminal bubbles observation made during surgery¿. Device has been explanted.